Manufacturer narrative:
Follow-up received on 16-aug-2016: the ptc result was provided. (B)(4). Quality safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this non-medically confirmed spontaneous case report refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and she had essure removed, serious event due to medical importance and listed in essure's reference safety information. If, after essure insertion, removal of the micro-insert is necessary, surgery (salpingectomy or hysterectomy) may be required. In this particular case, limited information was given and no exact reason for device removal was provided. However, given the nature of the event, causality between event and essure use cannot be excluded. This case was regarded as incident, since device removal was required. According to technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information cannot be obtained due to lack of primary reporter contact information.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age in united states on 28-jul-2016 who had essure (fallopian tube occlusion insert) inserted on an unspecified date. According to consumer she is having surgery on (B)(6). She removed essure in 2013 and this will be third surgery since removal. Follow-up from 09-aug-2016: further information cannot be obtained due to lack of primary reporter contact information. Company causality comment: this non-medically confirmed spontaneous case report refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and she had essure removed, serious event due to medical importance and listed in essure's reference safety information. If, after essure insertion, removal of the micro-insert is necessary, surgery (salpingectomy or hysterectomy) may be required. In this particular case, limited information was given and no exact reason for device removal was provided. However, given the nature of the event, causality between event and essure use cannot be excluded. This case was regarded as incident, since device removal was required. A product technical analysis is expected. Further information cannot be obtained due to lack of primary reporter contact information.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.